Event description:
See initial report

Manufacturer narrative:
The affected device was manufactured in 2012 and by the complaint review performed, it was confirmed that it was never complained. Based on the collected facts it cannot be excluded that an intermittent deviation on the erc was caused by an electronic failure on the scp control panel. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp 500mm. The incident occurred in spokane, washington. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. During troubleshooting it was found that the issue was on centrifugal pump system scp; in fact the issue was solved replacing display board with pusher caps zpa. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp 500mm gave an error message during setup. There was no patient involvement.